Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the evaluation. Failure analysis replicated the reported complaint. The instrument did not pass self-test during the initialization process. Fa found the instrument to have a dislodged blade that resulted from the homing failures. Visual inspection showed that the blade was exposed outside of the blade garage approximately 0.127". No conductor wire damage or snake wrist damage was found. After manually placing the blade in track, self-check continued to fail. Self-test never passed during in-house testing despite reseating the blade in the garage track. The instrument had 1 use remaining and was never used. No logs were retrieved for this instrument upon lookup. Fa found the primary failure to be related to the customer reported complaint. Additionally, the housing was removed. Grip tube retaining ring was found to be dislodged and was recovered inside the housing. The dislodged retaining ring resulted in homing failures. The root cause is manufacturing. Fa found the additional failure of a dislodged retaining ring to be related to the customer reported complaint. The instrument passed knife slot and ceramic dot verification.

Event description:
It was reported that prior to starting a da vinci-assisted sleeve gastrectomy surgical procedure, the instrument had exposed blade. The procedure was completed with no reported injury.